Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door failed and keeps failing continuously with latch click sound. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door had continued to fail. The field service engineer (fse) found that tower door 2 was intermittently failing. Since it had been serviced previously, the fse replaced and updated the latch assembly. All functions tested good in the hardware test application and in the application itself. A proactive inspection was also performed. The system functioned as intended after the field service engineer repaired the device.